Event description:
Caller alleged discrepant inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 3.2, 3.7. Lab inr: 2.2. Date: (B)(6) 2014. Inratio2 inr: 5.3. Lab inr: 2.7. Date: (B)(6) 2014. Inratio2 inr: 4.1. Lab inr: 2.7. Therapeutic range: 2.0-3.0. The time between testing was less than thirty (30) minutes apart. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.